Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support arranged for a replacement pump with updated software and provided necessary instructions for storage mode and pump return, which the caller understood and acknowledged.